Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamilton medical ag: hospital staff noticed that the loss of external power alarm occurred even when the ac plug was connected and asked local staff to repair this c1. No health consequences or impact.